Manufacturer narrative:
Model number: balloon: 72400025, pump: 72404127. Serial number: balloon: (B)(4), pump: (B)(4). Catalog number: balloon: 72400025, pump: 72404127, expiration date: balloon: 07/06/2016, pump: 02/10/2013. UDI number: balloon: (B)(4) , pump: (B)(4). Implant date: balloon: (B)(6) 2012, pump: (B)(6) 2011. Manufacture date: balloon: 07/2011, pump: 02/2011.

Event description:
It was reported that the patient experienced recurring incontinence and cuff atrophy with their ams800 artificial urinary sphincter (aus). The cuff atrophy was at the cuff site. The device was replaced with a new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. The patient's outcome was good.

Manufacturer narrative:
Model number: balloon: 72400025 pump: 72404127. Serial number: balloon: 720415003 pump: 696781007 catalog number: balloon: 72400025 pump: 72404127 expiration date: balloon: 07/06/2016 pump: 02/10/2013 d4: UDI number: balloon: 00878953000633 pump: 00878953003078 implant date: balloon: 06/19/2012 pump: 03/03/2011 h4: manufacture date: balloon: 07/2011 pump: 02/2011. This report is a duplicate event and is reported under 2183959-2018-60330. Any additional information or device analysis will be reported under 2183959-2018-60330.

Event description:
It was reported that the patient experienced recurring incontinence and cuff atrophy with their ams800 artificial urinary sphincter (aus). The cuff atrophy was at the cuff site. The device was replaced with a new aus device consisting of a 4.5cm cuff, 61cm prb and control pump was implanted at the surgery. The patient's outcome was good. This report is a duplicate event and is reported under 2183959-2018-60330. Any additional information or device analysis will be reported under 2183959-2018-60330.